Event description:
It was reported that the system controller was exchanged due to the display having burred text, some of the driveline outer layer was broken, and it was noted there was a driveline fault in (B)(6) 2025 and the latest on (B)(6) 2025. The log files were reviewed and showed a single driveline fault alarm on (B)(6) 2025. It was recommended after controller exchange the patient be monitored for driveline fault alarms. There were no other unusual events seen. Log files were provided after the exchange. The log files were reviewed and found no unusual events, and the device was operating as expected.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller display having blurred text was confirmed via the submitted photos. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the controller was exchanged due to the display having blurred text. The submitted photos showed the controller completely covered in vertical white lines in the lcd resulting in blurred text. The line in the lcd is a known issue related to the lcd itself. This did affect the controller¿s ability to display messages clearly but did not affect its ability to provide power to the pump. The root cause for the reported screen issue was conclusively determined to be due to an issue with the thin film transistors of the lcd being shorted on. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate ii patient handbook rev. C section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the softened portion of the driveline damage was wrapped with micropore. The patient did not experience any additional driveline fault alarms following the exchange, however evaluation of the patient's replaced portion of the driveline did not find wire damage that would have contributed to the alarms.